Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to power on. Upon troubleshooting fse found that host pc was not boot up but it had input power. To resolve this issue, fse replaced the host pc. The defective component was returned to philips for analysis and found that cmos battery was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was updated correctly.